Manufacturer narrative:
The affected device has not returned for evaluation. When the evaluation has been completed a follow up report will be submitted.

Event description:
The user reported that during a percutaneous coronary intervention air leaked into the system. No injury to the patient was reported.

Manufacturer narrative:
One device returned for evaluation. Simulated use testing was performed and a leak was found when pressure and vacuum was applied. The complaint is confirmed. The root cause is contributed to seal damage during use. The device history record was reviewed and found no abnormalities with this lot. The complaint database was reviewed and no similar complaints for this lot number were found.